Event description:
A complaint was received from a health care facility. It was reported that the elite system had missing segments. A request was made to return the system for eval. In the meantime, a replacement unit has been provided.